Event description:
Following bilateral stimulator replacement, the nurse was instructed to program the stimulators to the previous settings. This was done and a charge density waring was observed. The following week, the pt's wife reported there was still no symptom improvement. Caller wondering if there is a problem with battery; and reports the right implant had an impedence of 2000.

Manufacturer narrative:
This report is being submitted following an internal audit.